Event description:
Nellcor puritan bennett received a call from representative of the facility in 2000. The facility called to report the following problem: stop cycle with all leds and audible alarm.